Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low due to an unintended current pathway. The feedthrough had current leakage (unspecified). The returned device indicated overstress, electrical/arcing in the hybrid. The device had full dadet delamination. Analysis of the hybrid revealed evidence of high voltage arcing was found between multiple pth pins and adjacent surface mount components, with severe damage to the circuit board due to vaporized antenna and hva copper traces. The hva and hvb agts had melted anode bond wires, which resulted in fracturing of the overmold epoxy and high voltage arcing to the battery case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: 4543 lead, implanted (B)(6) 2011. 4136 lead, implanted (B)(6) 2011. 0180 lead, implanted (B)(6) 2011. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that review of a cardiac resynchronization therapy defibrillator (crt-d) transmission showed multiple defibrillation shocks were delivered with less than the programmed high-voltage energy. The transmission indicated that all shocks were delivered with zero joule, however, the patient noted that they were able to feel four shocks. It was also noted that four shocks were missing from the arrhythmia episode list due to memory corruption. Lastly, it was noted that the crt-d had a partial electrical reset. The patient was hospitalized and the crt-d was reprogrammed. It was subsequently noted that the crt-d was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The returned device indicated overstress, electrical/arcing in the hybrid. Analysis of the hybrid revealed catastrophic electrical over stress damage was found on the high voltage delivery pathway. Evidence of high voltage arcing was found between multiple pth pins and adjacent surface mount components, with severe damage to the circuit board due to vaporized antenna and hva copper traces. The hva and hvb agts had melted anode bond wires, which resulted in fracturing of the overmold epoxy and high voltage arcing to the battery case. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated that the ventricular tachyarrhythmia therapy energy was low. Analysis of the device memory indicated a partial electrical reset occurred. Analysis of the device memory indicated an issue with missing/invalid diagnostic data. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.